Event description:
A report was received that a patient had fallen and was experiencing abdominal stimulation. The patient's ipg had migrated north of the incision site and was pushing the skin outward, due to the ipg having too much room to move in the pocket. The patient was reprogrammed to eliminate the abdominal stimulation, but will undergo a pocket revision procedure.